Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise was identified on both right atrial (ra) lead and the right ventricular (rv) leads. It is suspected that this may be failure of both leads due to silicone abrasion and coils in contact. Both leads remain in use. No patient complications have been reported as a result of this event.